Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two possibly inappropriate shocks for supra ventricular tachycardia (svt). There were two episodes detected in ventricular fibrillation zone ending in shock therapy after unsuccessful anti-tachycardia pacing therapy. The device remains in use. No further patient complications have been reported as a result of this event.